Manufacturer narrative:
(B)(4). The device or sample has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier was about to close the clip, but the clip broke after being closed on the vessel. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73l1700074 was manufactured on 11/06/2017 a total of 9,912 pieces. Lot was released on 11/10/2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the applier was about to close the clip, but the clip broke after being closed on the vessel. There was no patient injury.